Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. Customer stated that the insulin pump received no delivery alarm and motor error. Customer stated that the cannula was bent. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.